Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done on (B)(6) 2009". The patient's medical history included cryocautery of cervix, multiple cesarean sections, loop electrosurgical excision procedure, uterine leiomyoma, adenomyosis and paratubal cyst. Concurrent conditions included hyperplasia endometrial, menses irregular with excessive bleeding, smear cervix abnormal, genital discharge abnormality and breast prosthesis implantation. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / very painful heavy periods"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), oral herpes ("rashes or skin conditions type: cold sores"), constipation ("constipation"), the second episode of alopecia ("hair loss") and cystitis ("infection: bladder"). On an unknown date, the patient experienced back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (ablation on (B)(6) 2014 and ablation on (B)(6) 2014/tlh, bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, weight increased, oral herpes, constipation, the last episode of alopecia, hormone level abnormal and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, oral herpes, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy insertion date: 2008 and (B)(6) 2009. As per pfs novasure ablation done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical record: vaginal hemorrhage, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done on (B)(6) 2009". The patient's medical history included cryocautery of cervix, multiple cesarean sections, loop electrosurgical excision procedure, uterine leiomyoma, adenomyosis and paratubal cyst. Concurrent conditions included hyperplasia endometrial, menses irregular with excessive bleeding, smear cervix abnormal, genital discharge abnormality and breast prosthesis implantation. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / very painful heavy periods"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), oral herpes ("rashes or skin conditions type: cold sores"), constipation ("constipation"), the second episode of alopecia ("hair loss") and cystitis ("infection: bladder"). On an unknown date, the patient experienced back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (ablation on (B)(6) 2014 and ablation on (B)(6) 2014/tlh, bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, weight increased, oral herpes, constipation, the last episode of alopecia, hormone level abnormal and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, oral herpes, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy insertion date: 2008 and (B)(6) 2009. As per pfs novasure ablation done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical record: vaginal hemorrhage, menorrhagia, dysmenorrhea., pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information, other relevant history, stop date added and device removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryocautery of cervix, multiple cesarean sections and loop electrosurgical excision procedure. Concurrent conditions included hyperplasia endometrial, menses irregular with excessive bleeding, smear cervix abnormal, genital discharge abnormality and breast prosthesis implantation. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / very painful heavy periods"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), oral herpes ("rashes or skin conditions type: cold sores"), constipation ("constipation") and the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, weight increased, oral herpes, constipation, the last episode of alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, oral herpes, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy insertion date: 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical record: vaginal hemorrhage, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done on (B)(6) 2009". The patient's medical history included cryocautery of cervix, multiple cesarean sections and loop electrosurgical excision procedure. Concurrent conditions included hyperplasia endometrial, menses irregular with excessive bleeding, smear cervix abnormal, genital discharge abnormality and breast prosthesis implantation. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / very painful heavy periods"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), oral herpes ("rashes or skin conditions type: cold sores"), constipation ("constipation"), the second episode of alopecia ("hair loss") and cystitis ("infection: bladder"). On an unknown date, the patient experienced back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, weight increased, oral herpes, constipation, the last episode of alopecia, hormone level abnormal and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, oral herpes, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy insertion date: 2008 and (B)(6) 2009. As per pfs novasure ablation done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical record: vaginal hemorrhage, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: new event infection: bladder, ablation done with essure insertion, onset date of event pelvic pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryocautery of cervix, multiple cesarean sections and loop electrosurgical excision procedure. Concurrent conditions included hyperplasia endometrial, menses irregular with excessive bleeding, smear cervix abnormal, genital discharge abnormality and breast prosthesis implantation. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / very painful heavy periods"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), oral herpes ("rashes or skin conditions type: cold sores"), constipation ("constipation") and the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, weight increased, oral herpes, constipation, the last episode of alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, oral herpes, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy insertion date: 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical record: vaginal hemorrhage, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: initial, fu 1 and 2 processed together. Pfs received of (B)(6) 2019. Previously reported event injury replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder probs, urinary probs, fatigue, gi conditions, hair loss, dental probs, weight gain, rash/ skin condition. Lab data was added. Reporter information updated. Frd of (B)(6) 2019 pfs received. Reporter information updated. Lot number was added. Case category was updated from other event to incident. New events: abnormal bleeding (vaginal), constipation, hair loss and hormonal issues were added. Event of rash/skin condition was updated to cold sores. Medical history, concomitant drug were added. Lab data updated. On (B)(6) 2019: initial, fu 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.